Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2024. Fiducial markers were placed prior the injection. The patient received two saline injections, the patient stated the physician was not able to complete the application or place the device, because the device froze during the application. The physician reschedules the placement, the physician scheduled it on (B)(6) 2024. The radiation treatment was put on hold due to this event. The patient could not confirm if the device was placed or not, he wasn't able to get imaging of the procedure. Later, the patient reported that one week after the placement of the device that failed, he was hospitalized with an infection, antibiotics were given to address this complication. At the time of this report was unknown if device or procedure had any relationship with the patient's symptoms. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: imdrf patient code e1906 captures the reportable event of infection.